Event description:
It was reported the tips of the micropituitary were broken off during the procedure. The broken piece was retrieved. No patient complication was reported.

Manufacturer narrative:
Device was no returned to the manufacture for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.